Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Block b6: not available from facility. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the omniwire was not returned, thus no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an eagle eye platinum catheter was used for a coronary procedure in the mid circumflex artery. During removal, the catheter (MDR 3008363989-2026-00085) got stuck on an omniwire (MDR 3008363989-2026-00086); therefore, removed as a system. A new catheter and a guidewire were used to complete the procedure with no patient injury reported. This product problem is being submitted because the eagle eye catheter and an omniwire were removed as a system. There is potential for harm if it were to recur.